Manufacturer narrative:
As received, the implantable cardioverter defibrillator was interrogated, and normal communication was established. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-26955. Related manufacturer reference number: 2017865-2021-26958. It was reported that a patient death occurred without clear information as to whether the death was related to the implant products. The cause of death was ischemic cardiomyopathy. No additional information was available.